Manufacturer narrative:
Investigation included product troubleshooting and user education on proper infusion set and cartridge connection. Investigation of this case revealed the infusion set was deployed or connected incorrectly, leading to inadequate insulin delivery. It was concluded that user technique caused the event, and correction of the setup resolved the issue.

Event description:
It was reported that a user experienced sustained hyperglycemia while using the ilet with a subcutaneous insulin pen backup, with no device alerts and evidence that the pump was attempting to correct; troubleshooting identified that the infusion set connector was being placed on the cartridge and then the cartridge was dropped into the pump, which can prevent proper insulin delivery, and the user was educated and guided through a full supply change. Symptoms included lightheadedness and shortness of breath. Outcomes included a minor illness or impairment.